Event description:
Consistent high pressure alarm on ventilator. The ventilator delivers too much gas and alarms are jumping and not operating according to specification. Pt was not connected to the ventilator, no pt injury.